Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. It is unknown when this condition occurred, however it is known to have occurred in the neonatal intensive care unit department. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause is that the ail pcb (air in line printed circuit board) was out of calibration. The ail pcb has been recalibrated. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4).the device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.